Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 98 mg/dl at the time of incident. The customer reported that the no delivery alarm was resolved by changing reservoir after being assisted with troubleshooting. The reservoir will be returned for analysis.